Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration 2000 mcg/ml, dose 799.3 mcg/day), clonidine (concentration 400 mcg/ml, dose 159.87 mcg/day) and bupivacaine (concentration 15 mg/ml, dose 5.995 mg/day) via an implantable pump for failed back surgery syndrome and spinal pain. The patient went for a refill on the day prior to this report date and more medication came out then there should be, the patient sated that she does not like the way it has been feeling and later clarified by stating that at times it does not feel like she is receiving the boluses. The patient did not know if she could get a new personal therapy manager (ptm) to make sure that is not the issue, the patient stated that she does get the boluses but does not feel like the boluses are there or feels them. The patient was redirected to the health care professional to discuss her symptoms. It was reviewed that getting a new ptm would not resolve the issue of her not feeling like she was receiving boluses. The patient stated that she would be going back to the health care professional in 2 weeks so the hcp can take the medicine out and put it back in to see if there was an issue with the pump. It was noted that the last couple months the doctor had been messing with the medications and just assumed it was that. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the actual residual volume was 12 ml and the expected residual volume was 5.1 ml. The cause of the volume discrepancies was unknown. The pump was checked and no abnormalities were detected. The hcp performed a volume check 2 and 4 weeks later and there were no discrepancies. No further complications were reported/anticipated.